Event description:
It was reported that the patient had the stimulator taken out on the same day as a pump was put in. Since she was implanted with the stimulator, it did not cover the pain in the area where she needed. It did not take care of the pain and it did not do enough of a job because of where it was placed. If she left stimulation on for more than a certain amount of time, a few hours, it would irritate her nerves more and she would get a different type of sensation since the patient was implanted. The main factor for explanting the stimulator was that shortly after the implant was placed and surgical pain healing time, the patient developed a very bad burning sensation where the leads were, which was in the middle of the back. The leads were implanted in the thoracic area. It was noted that the leads were still left inside the patient¿s body. It was unknown how they capped off the lead. The patient was going to get a MRI, which was not related to the device or therapy. The area to be scanned was the c-spine, lumbar spine, and knee. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014. Product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the spinal cord stimulator (scs) was explanted on (B)(6) 2014 because it did not help with the pain. The scs did not stimulate the right spot and after stimulation was on for a few hours the nerves felt irritated. She had a burning pain at the lead site in the thoracic spine. The stimulator was explanted but the paddle leads were left implanted. The patient wanted compatibility guidelines for a laser hair removal system. The patient had a bellalite hair removal system at home and wanted to know if it was okay to use. Further follow-up still is being conducted. If additional information is received, a follow-up report will be sent.